Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Catalog number and lot code of other device listed in this report: cat # unknown, lot # unknown, description: unknown mitch device, manufacturer: depuy. Not available.

Event description:
The solicitor's letter states that the patient had primary surgery (B)(6) 2009. Since the surgery, the patient has reported pain in his left hip and blood testing has confirmed increased levels of chromium and cobalt. It does not confirm a revision has occurred to date.